Event description:
During a rotator cuff repair it was reported that there were issues with two anchors (same batch, same procedure). First anchor cracked but was placed in bone and remains in the patient. The distal tip of the 2nd anchor broke off and remains in the patient's bone. Bone quality was normal. Both a tap and a drill were used for preparation site. The surgeon went in at an ¿acute angle¿.

Manufacturer narrative:
One inserter with the remainder of the broken anchor was returned for evaluation. The complaint mode was confirmed. Both tines were bent. The description states that both a tap and a drill were used for hole prep and that the surgeon went in at an ¿acute angle.¿ the IFU recommends the use of an awl-dilator and a drill in cases where hard bone is encountered. It appears that the bone prep was adequate for the case however the damage to the inserter tines is indicative of excessive torsional force and possible off-axis alignment. Per IFU: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. No further analysis is required. (B)(4).